Manufacturer narrative:
The alleged complaint could not be confirmed. Review of the complaint, (B)(4) lot 0201065672, does not reveal any failure regarding the implant. No images or other medical documentation was provided to assist in the complaint investigation. This lot was manufactured in 2010. Review of the design history record (DHR) for the subject manufacturing lot indicates that this implant was manufactured to specification. There is no trend for this implant and failure. This implant has been implanted in the female patient for about 173 months. This patient had a revision surgery in (B)(6) 2025 for alleged wear of the implant. According to the mpo hip systems package insert, (B)(6)? The patient should be cautioned to limit activities and protect the replaced joint from unreasonable stresses and possible loosening, fracture and/or wear, and follow the instructions of the physician with respect to follow-up care and treatment. Loosening of the components can result in increased production of wear particles, as well as damage to the bone, making successful revision surgery more difficult.? Additionally, periodic, long-term follow-up is recommended to monitor the position and state of the prosthetic components, as well as the condition of the adjoining bone. Periodic post-operative x rays are recommended for close comparison with early post-op conditions to detect long term evidence of changes in position, loosening, bending, or cracking of components. It is not possible to confirm the state of the implant without more information.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, we have a patient we're doing a poly swap on this coming monday the 20th. Additional information received on 01/29/2025: the poly was just worn.